Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was missing. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The user was certified in mynx more than 10 years ago. The mynx vcd was stored and prepared according to the instructions for use (IFU), and no damage was noted to the packaging prior to opening the device. The missing advancer tube was noted after insertion of the device. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was present, and peripheral vascular disease/calcium was present in the vicinity of the puncture site. Hemostasis was achieved using a non-cordis mechanical compression device. The patient was not hospitalized, and the patient¿s hospitalization was not extended as a result of the event. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device storage temperature did not exceed 25 °c. The device was not returned as expected.